Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non recoverable alarm 80 (control processor failed to detect a simulated water temperature (wt) fault). Advised to turn the arctic sun device off and on. If alarm persists, device would need to be sent to biomed for repair.

Event description:
It was reported that the nurse getting non-recoverable alarm 80 (control processor failed to detect a simulated water temperature (wt) fault). Advised to turn the arctic sun device off and on. If alarm persists, device will need to be sent to biomed for repair. Per follow up information received via task on 05jun2025, spoke with nurse who confirmed no further issues after reboot. The device remained in service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Advised to turn the arctic sun device off and on. If alarm persists, device would need to be sent to biomed for repair. Per follow up information received via task on 05jun2025, spoke with nurse who confirmed no further issues after reboot. The device remained in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.